Event description:
It was reported that the fiber cap detached at 168,000 joules during a prostate procedure. It is unknown if the device was inside the patient at the time of the detachment, however, it appears it may have been during use. The location of the cap is unknown, however, there was no report of any part of the device remaining inside the patient or that cap retrieval was performed. Information regarding how the case was completed was not provided. Additional details were requested by the manufacturer and have not been obtained.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The joules on the fiber card were verified as 167,180 joules. The failure analysis disclosed that the fiber cap was detached and that the fiber was broken proximal to the glue zone. The detached cap was not returned. The shrink tube was also melted and burnt on the fiber end. Based on the analysis findings, the fiber/cap condition would result in forward firing of the side firing fiber, which has been identified as a potential safety issue. The customer's report of fiber cap detachment was confirmed. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.